Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied to transect the bowel during an open bowel resection, the device only fired a few millimeter and it stopped firing. Another device was opened and used to complete the case. There was no patient injury.